Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete. Section a2, a4: information has not been provided. Section d4: expiration date cannot be determined. The primary UDI number in d4 is reflective of all available information.

Event description:
It was reported that the patient passed away due to failure to thrive. The patient was reported to be at end of life and entered into hospice care. Left ventricular assist device (lvad) support was requested to be withdrawn. The lvad was reported to have operated as intended. The outcome was not considered device or therapy related. An autopsy was not performed.

Manufacturer narrative:
Section d4: UDI has been corrected. Manufacturer's investigation conclusion: a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the reported patient outcome could not be conclusively determined through this evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev. C is currently available. Section 1 of the IFU lists potential adverse events, including death, that may be associated with the use of the heartmate ii lvas. No further information was provided. The manufacturer is closing the file on this event.